Event description:
Event description guidant received information that the patient with this implantable transvenous defibrillation lead received 70 shocks and numerous bouts of anti-tachy pacing (atp). The r wave is currently 0.5 mv. Review of the egrams reveal that the markers were atrial sense (as) right ventricular sense (rvs) ventricular fibrillation (vf) or as ventricular tachycardia (vt) vf.